Event description:
Oluntary firm initiated device recall. "A limited number of tachos dr-atrial tx, implantable cardioverter defibrillators (icds) have recently exhibited an unexpectedly high incidence of early explantation."